Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Unknown trauma screw.

Event description:
Podiatry case - fusion. When the surgeon was attempting to implant a screw, surgeon realized screw was going to be too long and upon extraction of the screw, the screw snapped. The screw piece that broke was discarded and the other part of the screw remains implanted in the patient. There was a 5-10 minute delay as surgeon contemplated the best way to address and complete the case and ultimately decided to implant another screw at a different angle. The case was completed without any further incident.

Manufacturer narrative:
The reported incident that asnis micro, cannulated screw, dia. 3.0x34/7mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the alleged issue was unidentified as product was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Podiatry case - fusion. When the surgeon was attempting to implant a screw, surgeon realized screw was going to be too long and upon extraction of the screw, the screw snapped. The screw piece that broke was discarded and the other part of the screw remains implanted in the patient. There was a 5-10 minute delay as surgeon contemplated the best way to address and complete the case and ultimately decided to implant another screw at a different angle. The case was completed without any further incident.